Event description:
The user facility reported that a 53-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced pump saturation/purge pressure high upon insertion. The pump had been pulled back across the left ventricle (lv) to reposition. It was removed from the body and reinserted. While attempting to increase the flow, the lv signal showed pump saturation and the purge system blocked alarm sounded. The purge pressure was high and there was pump saturation, with ao ps below lv ps. The pump started; however, all impella flows (if), including max/min/mean values, were 6.2 l. The physician replaced the device and support was initiated without issue. There were no adverse events to the patient and no medical intervention was required. Additional information provided reported that the patient had not been adequately anticoagulated for weeks. The patient was previously on va ECMO and an impella cp. It was reported that it was possible that the device was pulled out of the packaging without lifting the number 2 tab first. The dextrose concentration in the purge was d5w.

Manufacturer narrative:
The investigation into the reported high purge pressure and pump saturation was completed. The pump, purge cassette, and data logs were returned for evaluation. Analysis of the data logs confirmed a saturated pump and high purge pressure. Visual inspection of the pump noted coagulated blood around the purge gap. The pump operated as expected during functional testing. The root cause of the high purge pressure was most likely the lack of anticoagulation related to patient management. This report is being filed as part of a retrospective review of historical records.